Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the titanium transfer set separated from the flow control barrel. This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for three (3) months. There was no patient injury or medical intervention associated with this event. No additional information is available.